Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without blood and contrast visible. The shaping ribbon was separated at 2cm distal to the center solder. Both ends of the separated shaping ribbon were twisted. The entire length of the tip coils were stretched between the center solder and 3 mm proximal to the tipball. There was no other damage noted to the guide wire. The distal end of the guide wire, up the center solder, passed through a .0145" hole gauge. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to separate due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire likely became trapped and stuck in the vessel during the crossing attempt. The cause of the torque was not described, but the sem shows that the guide wire had been overtorqued beyond the strength of the guide wire resulting in the separation. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that an attempt was made to cross the ostium of a diagonal, but was unsuccessful. The guide wire was completely withdrawn and it was noticed that the tip was stretched. This is being reported based on the product eval, which revealed a separated guide wire.